Event description:
It was stated that there was a leak. The event occurred before patient use during priming at the facility. There was no reported patient harm/adverse event.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Three samples returned for analysis of complaint that there was a leak. The lot history file was reviewed. There were no discrepancies noted relevant to the indicated failure mode. The returned samples were visually inspected without magnification, at a distance of 12¿ to 16¿ under normal illumination conditions, in accordance with inspection procedure md01-003. Leak testing was performed following procedure qp 2025. Samples pass the leakage test. No air leakage was detected. ¿air leaking¿ was not confirmed. Therefore, it is not possible to confirm that the damage defect that caused the reported failure originated during the manufacturing process, considering the current in-line controls, which include 100% visual inspection and 100% leak testing. The event was determined not to meet the manufacturer¿s reportability criteria because the device did not cause or contribute to a death or serious injury, nor did the malfunction present a risk that would be likely to cause or contribute to a death or serious injury if it were to recur.